Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('how she removed coils') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in my left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("shoulder pain"), adnexa uteri pain ("ovaries hurt every time I sneeze/I damn near cried in the bed this morning when I sneezed"), teeth brittle ("teeth crumble") and acne ("acne on face") and was found to have fibroadenoma of breast ("breast shrunk"). The patient was treated with surgery (she had surgery to remove the essure implant) and pulled. Essure was removed. At the time of the report, the pelvic pain, musculoskeletal pain, adnexa uteri pain, teeth brittle and fibroadenoma of breast outcome was unknown and the acne had resolved. The reporter considered acne, adnexa uteri pain, fibroadenoma of breast, musculoskeletal pain, pelvic pain and teeth brittle to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: teeth brittle. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events "acne face" and reporter information were added. On 23-mar-2020: social media received. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in my left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("shoulder pain"), adnexa uteri pain ("ovaries hurt eveytimes I sneeze/I damn near cried in the bed this morning when I sneezed") and teeth brittle ("teeth crumble") and was found to have fibroadenoma of breast ("breast shrunk"). The patient was treated with surgery (she had surgery to remove the essure implant) and pulled. Essure was removed. At the time of the report, the pelvic pain, musculoskeletal pain, adnexa uteri pain, teeth brittle and fibroadenoma of breast outcome was unknown. The reporter considered adnexa uteri pain, fibroadenoma of breast, musculoskeletal pain, pelvic pain and teeth brittle to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: teeth brittle . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event fibro adenoma was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('how she removed coils') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.